Manufacturer narrative:
The device history record for lot aa8057f19 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. No product packaging was received and the sample was received with the tubing severed. The detached segment of tubing was not returned. The severed end was examined under magnification; the edge is relatively smooth with one area which exhibits a slightly jagged appearance. No other damage was observed. Root cause could not be identified. All information reasonably known as of 20 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the feeding tube "breaks and pieces are left in the stomach." No patient injury was reported.